Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5mm and appeared unused. Examination under magnification revealed that the pattern on the tip face was consistent with minimal normal degradation. Functional testing revealed that the fiber did not spark at the tip during application of 4 watts of laser energy. The condition of the returned complaint device showed no evidence of the alleged issue which could have contributed to the event. Based on all gathered information, the most probable root cause is not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturer report 3005099803-2016-03944 and 3005099803-2016-03945 for associate device information. It was reported to boston scientific corporation on (B)(4) 2016 that two flexiva 200 tractip laser fibers were used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis 120 watt laser with laser settings of 0.2 joules and 50 hertz and 0.8 joules with 8 hertz on the other laser unit pedal alternating between the two pedals of 6.4 watts. According to the complainant, during the procedure and inside the patient, when the fiber was being used for about a minute, a spark at the laser fiber tip was noted (captured by manufacturer report 3005099803-2016-03944). A second flexiva 200 tractip laser fiber was used and sparking at the tip was noted again almost immediately upon firing but not as big as the first fiber (captured by manufacturer report 3005099803-2016-03945). The procedure was continued and completed with the second flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturer report 3005099803-2016-03944 and 3005099803-2016-03945 for associate device information. It was reported to boston scientific corporation on (B)(6) 2016 that two flexiva 200 tractip laser fibers were used during a ureteroscopy procedure in the ureter performed on december 1, 2016. Reportedly, the laser unit used was a lumenis 120 watt laser with laser settings of 0.2 joules and 50 hertz and 0.8 joules with 8 hertz on the other laser unit pedal alternating between the two pedals of 6.4 watts. According to the complainant, during the procedure and inside the patient, when the fiber was being used for about a minute, a spark at the laser fiber tip was noted (captured by manufacturer report 3005099803-2016-03944). A second flexiva 200 tractip laser fiber was used and sparking at the tip was noted again almost immediately upon firing but not as big as the first fiber (captured by manufacturer report 3005099803-2016-03945). The procedure was continued and completed with the second flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.